Event description:
The customer received questionable ion selective electrode (ise) lithium results for three patient samples. Data was only provided for one patient sample. The initial result was 1.41 meq/l and was reported outside the laboratory. They called the nurses to stop them from treating the patient and sent the sample out to another lab to be tested. The customer believed the other laboratory also used a roche 9180 analyzer. The repeat result was 0.66 meq/l and was used to treat the patient. The patient was not adversely affected. The lithium electrode lot number was 21524641 with an expiration date of 05/31/2013. It was noted the customer had installed the lithium electrode on (B)(4) 2013 which was after the recommended date for use. The customer was advised to replace the electrodes.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer replaced the electrodes and stated the issue was resolved.